Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The self test and displacement test were passed. Customer stated that the insulin pump was exposed to high magnetic environment. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring=black. Patient returned product with allegation of pump error 43 and 41 on (B)(6) 2021. Patient uses the 770g pump and states about a week ago they started having a few random issues. Patient noticed it started slowing down. Patient stated 5 days ago the battery died and the pump read "pump error and battery error". Patient changed the battery; 2 days later it happened again and read: pump error see manual dop114-980doc: pump error 37-39, 41-43, 79-80, 82, 130. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 41, 43 alarm noted during rewind or during testing. No unexpected low battery alarms or unexpected battery power loss noted during testing. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within spec as shown in the power management graph. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarms were confirmed in the history file on (B)(6) 2021 at 15:37 (B)(6)2021 at 17:56 (B)(6) 2021 at 10:15] (B)(6) 2021 at 12:40. Pump error 41 confirmed in the history file on (B)(6) 2021 at 15:37] (B)(6) 2021 at 17:56 (B)(6) 2021 at 10:15] (B)(6) 2021 at 12:40. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on electronic assemblies noted during visual inspection. In conclusion no pump error 41 or 43 alarms noted during testing and no battery anomalies noted. Unit was tested successfully. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.